Manufacturer narrative:
Customer declined the unit's repair.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected co2 monitoring. No pt injury was reported.